Event description:
Pt who has been using contact lens for 20 yrs has got pink eyes. She went to med express to see a regular eye doctor, and they put her on antibiotics, which didn't work. She then went to eye specialist in 2007, 2 days after her first visit to facility. She has been continuing visiting her eye specialist until today, and has an appointment with corneal specialist in two months. Her symptoms include: eye pain, redness, blurred vision, light sensitivity, sensation of something in the eye and excessive tearing.